Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia") and infection ("infections"). The patient was treated with surgery (removal of the essure device). Essure was removed. At the time of the report, the uterine perforation, hypersensitivity, menstrual disorder, pelvic pain, dyspareunia and infection outcome was unknown. The reporter considered dyspareunia, hypersensitivity, infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.